Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging scan. Prior to the scan, the pacemaker magnetic resonance imaging settings were enabled. After the scan, the device was interrogated. Upon interrogation, the device exhibited a diagnostics anomaly indicating that the device had been in magnetic resonance imaging mode for almost two years. It was determined that it was due to not ending the session between enabling and disabling the magnetic resonance imaging settings. There were no adverse consequences to the patient.